Event description:
Infusion pumps were unplugged for transport to procedure. Batteries died with no warning. Facility realized pt was in crisis needing a code. Pt was intubated and on a vent overnight-extubated next day.

Event description:
"Infusion pumps were unplugged for transport to procedure. Batteries died with no warning. Facility realized pt was in crisis needing a code. Pt was intubated and on a vent overnight-extubated next day."